Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when aspirating the needle, the dirt was found on the tip of a bd¿ needle blunt fill sla.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations and maintenance occurred. We received sample sent by the client for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts sample size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. The foreign matter in the sample refers a kind of cloth part that came from silicon step. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The whole process is monitored so that its performance and effectiveness of preventive and corrective actions can be measured.

Event description:
It was reported that when aspirating the needle, the dirt was found on the tip of a bd¿ needle blunt fill sla.